Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were hard to push or sometimes unresponsive also reservoir was the loose or not secure when screw in cartridge. The customer's blood glucose value was unknown. The customer also reported that the battery life was diminished, rainbow effect on screen also heard any unusual grinding noise. The insulin pump had unexplained and random no delivery alarm also has to rewind more than once. The insulin pump will not be returned for analysis.